Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years and nine months post deployment, venogram showed presence of a clot within the ivc, from level of confluence of iliac veins, involving the filter and extending just above the filter. Approximately two weeks later, interventional radiology was consulted for possible filter removal, but it was felt that since the filter was tilted with the hook in the vessel wall, chances of retrieval were very limited. A week later, two CT scans indicated that several arms of the filter passed through the venous wall. Approximately six years post deployment, a venogram showed a large clot with the infra-filter ivc. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc and filter thrombosis. Additionally, it can be confirmed that the patient experienced clot above the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013), (manufacturing date: 01/2010) .

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years eight months post filter deployment, it was alleged that the ivc filter tilted and the filter struts perforated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.